Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited loss of atrial and ventricular capture. High ventricular thresholds were noted as well as low p and r waves.